Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -09.50 diopter, in the patients left eye (os), on (B)(6) 2023. The lens was explanted on (B)(6) 2023 due to excessive vaulting. The lens was replaced with a shorter lens and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
B5 - the lens was exchanged with a shorter length lens on (B)(6) 2023 due to excessive vault. This resolved the problem. The cause of the event was unknown. Claim #(B)(4).